Event description:
The customer reported that while the unit was in use on a patient, when they pressed the assist button the unit displayed an "autofill failure" alarm message. They performed a manual fill and continued therapy. The unit operated normally. No patient injury was reported.